Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that was damaged was confirmed by quality engineering as a damaged battery during product evaluation in the pump's event history. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: the root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of "damaged". Upon evaluation quality engineering identified damaged battery alarm to be the determined condition. This condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. The customer has declined to be contacted. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.